Manufacturer narrative:
Investigation is ongoing.

Event description:
A silicone lens model aa4204vl was split while advancing. The lens was not implanted and there was no pt injury. The facility stated it is unk if a product malfunction occurred. An mtc60c cartridge was used and the lot number is unk. The model and lot number for the injector is also unk.